Event description:
Missing haptic [device breakage]. Case description: spontaneous report, USA, mfg # 2000014965. A surgeon reported that a pt required a lens exchange due to a missing haptic on a ceeon, 25.00 diopter lens. A pt underwent cataract extraction with lens implant on 08 marc 2000. On 10 march 2000, the lens was explanted and exchanged as a result of a missing haptic. The haptic was not found in the eye, despite an extensive search. Following the exchange, pt was recovering normally from surgery. The surgeon commented that it was possible the haptic was broken while folding the lens at the time of implant. The lens has been returned to the MFR for analysis. Results are pending. Case comment: this lens exchange is a clinical event, including laboratory test abnormality, about which more data are required for a proper assessment, or additional data are still under examination. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.

Event description:
Missing haptic[device breakage] case description: spontaneous report, USA, mfg#2000014965. A surgeon reported that a pt required a lens exchange due to a missing haptic on a ceeon model 912,25.00 diopter lens. A pt underwent cataract extraction with lens implant on 3/8/2000. On 3/10/2000, the lens was explanted and exchanged as a result of a missing haptic. The haptic was not found in the eye, despite an extensive search. Following the exchange, pt was recovering normally from surgery. The surgeon commented that it was possible the haptic was broken while folding the lens at the time of implant. The lens has been returned to the MFR for analysis. Results are pending. 4/12/2000: results of the investigation were completed. Visual inspection showed that the lens was covered with contaminations and dried fluid, probably saline solution. One loop was disengaged from the optic body was not present. The loop gap from the disengaged loop was heavily cracked. No other deviations were found. Batch records were reviewed and showed no deviations. A tensile strength test performed on the present loop showed good mechanical properties with respect to breakstrength of the adhesive film. The heavily cracked loop gap from he disengaged loop indicated that excessive force and/or handling took place. The design of handling equipment and the handling and or manipulation itself may effect damaged like these. When the force on the haptc is rather big, damaged could be generated and the chance of broken material parts is there. No evidence of damages caused by tooling used at the mfg plant could be identified. Base on these arguments, no product related cause could be identified.